Event description:
The customer reported a discrepancy between the sensor glucose and blood glucose readings. The customer also reported that one of the needles broke off inside her skin, during insertion. The customer was able to remove the entire needle from her skin and insert a second sensor. The second sensor went in fine, but the customer reported a large amount of blood at the insertion site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.